Event description:
The consumer was in church when the chair allegedly drove into a wall. No injury is alleged.

Manufacturer narrative:
No injury is reported. User was transgressing with their chair and the chair allegedly drove into a wall. The user indicated they have had ongoing issues with their chair. The motors reportedly have been replaced several times by their dealer. It's unclear if a service error had occurred when the motor was replaced. User is replacing chair. MFR is working with distributor to return the chair for eval. Malfunction has not been established. MDR filed as a conservative measure.